Event description:
It was reported that the ipg site incision had opened up. To address the issue, the ipg pocket was cleaned and re-closed via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.